Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that their patient monitoring system was not alarming. The device was in use. There was no report of any patient or user harm.

Event description:
Philips received a complaint on the intellispace perinatal k large arch. Indicating that remote (secondary) alarming failed.

Manufacturer narrative:
A philips response service engineer (rse) followed up with the customer about the allegation. The rse emailed the customer (B)(6) client with online surveillance and alarming section from site prep guide. The rse assisted the customer with configuring default alarms for beds to computers. Subsequently, the rse obtained an email from the customer stating the alarming issue was resolved. Results of functional testing indicate no device issue was identified. Based on the information available and the testing conducted, the cause of the reported problem was user error related to configuration. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.